Event description:
About two years ago, patient had surgery for stress urinary incontinence. She had a midurethral sling procedure. About two weeks ago, patient returned to surgery due to vaginal mesh exposure and vaginal pain. She did well in terms of incontinence, but had some pain and exposure of the mesh to the vagina. It was noted that the vaginal mesh had partially eroded. A part was trimmed off and sent to pathology.